Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Repair multi-device];[CAPA 5356228 - action 6302166 - repair work orders on failed pm-upgrades]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.